Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific material number and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. An evaluation of the complaint was completed and the customer's indicated failure mode was unable to be observed as material number and lot number are unknown. Bd was unable to determine the root cause of the customer's issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that with an unspecified bd lithium heparin blood collection tube the gel came off during use and caused clotting. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the gel comes off after spinning and causes clotting when sample is on the analyzer.